Event description:
It was reported that during a routine device changeout procedure, the physician opened the pocket and noted that the right ventricular (rv) lead and right atrial (ra) lead were entangled/knotted up around themselves and the device. The physician untangled the leads. The leads were disconnected from the device and plugged back in. However, superior vena cava (svc) impedance was then unable to be measured and the rv coil had high impedance. The rv lead was again disconnected from the device and reconnected to the header and normal impedance values were measured. After the device was placed into the pocket, impedance was measured and showed high defibrillation impedance for the rv and svc coils and no capture on the rv lead. The physician elected to not revise the lead at the time of the procedure and leave detections and therapies on. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.